Event description:
The customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to use a different wall outlet and leave the adapter plugged in for at least 30 minutes, after which the pump began charging successfully. No further assistance was required.